Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. Additional investigation found unrelated to the reported complaint states that the instrument had a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. A complete break in the wire was confirmed. The grip tips were manually manipulated and intermittently passed continuity test. Components adjacent to the broken wire did not show damage. The instrument was also found with charring and localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. Moreover, the instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube were deemed cosmetic damage. The scratches measured approximately 2.13mm - 5.00 mm in length and were not axially aligned with the tube axis. No material was missing from the surface of the main tube. Components adjacent to this scratched main tube did not show damage. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument damaged cable was observed. The customer used a backup fbf instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information. However, the reporter was not able to provide further detail of the reported issue.